Event description:
Boston scientific received info that the pt with this right atrial (ra) lead underwent a revision procedure. The ra pacing impedance measurements were 1280 ohms. The lead was repositioned and pacing impedance measurements are normal. The lead remains implanted. It was noted that fluid was drained off of the heart due to an effusion.